Manufacturer narrative:
(B)(4). Customer returned patient sample was tested with in-house inventory material of architect stat ck-mb reagent lots 41923un10 and 43011un10 and negative results were obtained with both lots (0.22 ng/ml and 0.15 ng/ml respectively). In order to ensure that lots 41923un10 and 43011un10 were meeting sensitivity requirements, both lots were tested with in-house sensitivity panels. The testing met all acceptance criteria, which indicated that the product continued to perform as expected. Quality records were reviewed and did not show any unusual activity related to the customer's observation. Based on this review, as well as the testing conducted, it was determined that the product is performing as expected.

Manufacturer narrative:
(B)(4). (Suspect medical device) lot #: 41923un10. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated that (B)(6) architect stat (B)(6) results of 0.2 ng/ml were generated for a patient that was hospitalized for a heart attack with elevated troponin values. The architect i2000sr analyzer at the customer facility as well as an architect i2000 analyzer at another facility generated (B)(6) values of 0.2 ng/ml for two different samples from the patient. A (B)(6) result of 34.8 ng/ml was generated for the patient using the roche (B)(6) method. No impact to patient management was reported.